Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case was dented and the serial number label was torn.

Event description:
It was reported that when changing the battery on the external pulse generator (epg), the unit turned off before 30 seconds. It was noted that the problem was intermittent. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).